Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) due to early battery depletion. The bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) was explanted and electively downgraded to a bi-v implantable pulse generator (ipg). It was also reported that the epicardial left ventricular (lv) lead had high outputs and low impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5071-35 lead, implanted: 2006-(B)(6), 694758 lead implanted: 2003-(B)(6). (B)(4).